Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(initial reporter name): (B)(6).

Event description:
N/a.

Manufacturer narrative:
Corrected field : h6 ( investigation findings ). Updated field : b4 , g3 , g6 , h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion) h11. Corrected fields: e1, e3, h4. Due to character limitation e1(initial reporter): (B)(6). It was reported that during pm the cardiosave intra aortic balloon pump (iabp) had drive manifold failure. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, found drive manifold leakage during pm. Replaced drive manifold. Full pm performed afterwards and unit passed. Ready for patient use. Returned to customer after pm completion.